Event description:
Based on additional information received on 28-nov- 2017, the case initially considered as non-serious was upgraded to serious as an important medical event of device malfunction was added. This case was cross reference with case ids: (B)(4) (cluster). This unsolicited case from united states was received on 28-nov-2017 from other non-health care professional this case concerns a female patient (age unspecified) who received treatment with synvisc one and after 12 days had left knee redness, swollen, was painful and had effusion. Also device malfunction was identified for the reported lot number. No past drugs, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (frequency, dose, indication: not reported; lot number: 7rsl021 and expiration date: may-2020) bilaterally. On (B)(6) 2017, after 12 days of receiving synvisc one injection, patient had knee effusions, with similar symptoms of red, swollen and painful. It was reported that only the left knee had the reaction action taken: unknown corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 28-nov-2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 28-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced left knee redness, left knee effusion, left knee swollen and left knee painful. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.